Event description:
It was reported that it had fallen out on its own the day after placement. The fracture looked like degraded latex, similar to what happens when petroleum jelly was applied. Foley catheter balloon got rupture and spontaneous expulsion.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. This report references a us equivalent device. The us UDI equivalent for this product number is used. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.